Event description:
It was reported that during a device change out, the lead was cut by cautery. The physician decided to explant and replace the lead. During the extraction, a breach in the insulation was observed and conductors outside the lead body were noted. The lead had tissue growth on it and the physician suspected that the insulation may have been torn while tugging on the lead during the extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.5-7.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 6.3-6.5cm from the distal tip. The rv conductor etfe coating was abraded at this location.